Event description:
Over the course of 1 week, we have had 4 of the same products malfunction. When priming the tubing, staff report leaking and spraying of fluid at the tube of the cassette, which is placed into the unit. No patient harm reported, but this has potential for contamination. All faulty products are from the same lot. Reference report: mw5149106, mw5149107, mw5149108.